Event description:
It was reported that the patient experienced symptoms of "toe curling" and right leg cramps after an ultrasonic therapy was performed. The patient stated that "even her right hand felt numb, like she couldn't make a fist." It was noted that the ultrasonic therapy was used on (B)(6) 2012, for the patient's "sciatica in her left back." The patient stated that her therapist told her that "it was not diathermy." The patient turned her stimulator off, but could still feel it in her hand and feet. The patient stated that her manufacturing representative "didn't think it was the therapeutic ultrasound." The patient did not report a loss of therapeutic effect. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v434793, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).